Manufacturer narrative:
The patient tracker was returned to the manufacturer for analysis. Analysis found that the returned tracker was recognized when connected to a known good system, but it would not track returning only a red status. A check of the em interface showed that all three coils were dead. Analysis found that the reported event was related to an electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively and delayed the surgery by less than one hour. It was reported that the tracker malfunctioned during a case. The site opened a second device and that instrument worked fine. The surgery was completed with navigation and there was no impact on patient outcome.